Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138477.

Event description:
It was reported that the patient was experiencing stimulation on non target area due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.